Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that no reflow occurred. Vascular access was obtained via the femoral artery. A 90% stenosed,3.0x16mm target lesion was located in the moderately calcified proximal right coronary artery (rca) and a 95% stenosed 3x32mm target lesion was located in the distal rca. Following deployment of a 3.0x16mm promus premier select stent a 3x32mm promus premier select stent, no reflow was noted. Medical intervention was performed; however, no improvement in flow was obtained and the patient was sent to coronary artery bypass graft (CABG) surgery.